Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported inaccurate low blood glucose test results or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported a "meter error 2" during blood glucose measurement. He stated that his blood glucose read 119 mg/dl on the pdm, 415 mg/dl on a contour meter and 372 mg/dl per the hospital laboratory. He went to the hospital in case of hyperglycemia.